Event description:
The customer reported that spo2 not working and getting check product ID. The device was not used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.